Event description:
The facility reported an infusion pump with failure code 12:303:984:0002 before use. No add'l contact info was provided. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.